Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ep lab for an upgrade to biv ICD and av node ablation. The left ventricular (lv) lead was successfully implanted. The staff then turned the room over for the av node ablation portion of the procedure. It was noticed under fluoroscopy that the lv lead was progressively pulling back. After the ablation, the lv lead threshold had risen significantly. The physician then decided that the lv lead needed to be revised since it was dislodging. The physician attempted to try to implant a competitive lv lead. The competitive lv lead was unable to be successfully implanted, and the physician decided to plug the lv port and refer the patient for an lv epicardial lead implant at a later date. The patient tolerated the procedure well.